Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06365 and 2210968-2012-06367. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and a mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Patient complained of pain, infection, extrusion, bleeding, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. The patient underwent mesh removal and repair of rectocele on (B)(6) 2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.